Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia due to bent cannula. The customer¿s blood glucose level was 465 mg/dl. The troubleshooting was performed for bent cannula. The customer reported that the infusion set cannula was bent. The insulin pump and the sensor will not be returned for analysis.